Manufacturer narrative:
Clinical study performed by health professional in france. The device was not rec'd for analysis; therefore, no physical analysis of the product could be performed. A photo provided of the complaint wire showed a stretched outer coil. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. The complaint narrative indicates that the guidewire was not constrained within the guide catheter during withdrawal. Had the wire been withdrawn through the catheter, it would not have come into contact with the knot of the prostar. (B)(4). Product distributed as safari tavr.

Event description:
Clinical study performed in (B)(6). Event description: reprise ii extension (B)(4) (none) at the end of the procedure, after percutaneous closing of 1 knot of the prostar, at the femoral access site, the guidewire was pulled out and got stuck in the knot of prostar; physician pulled hard on the guidewire to remove it; removed wire was damaged at the distal end. No patient complications were reported.